Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. The screen was scratched. Event history log review found battery depleted errors. Upon powerup of the device the reported alarm occurred. The root cause of the reported issue was found to be the motor and circuit board actions were taken to mitigate the reported issue: replace motor and circuit board due to error.

Event description:
It was reported that a cadd® cadd-legacy 1 pump displayed lec 1872. Unknown if there was patient involvement.